Manufacturer narrative:
Concomitant medical products: iw1414c105xh, stent, implanted: (B)(6) 2010; af2814c170xh, stent, implanted: (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead has undersensing. The lead remains in use. No patient complications have been reported as a result of this event.